Event description:
It was reported that the wake button was delayed in responding to touch. Customer's blood glucose ranged from 180-181 mg/dl. Reportedly, the customer reverted to alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.